Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that switched out the heater bag while the patient was connected. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6)-2011. The caregiver stated that she knows now to change all the supplies when an issue arises and the patient is doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined.